Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of diluent or reagent in well row h and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse calibrated x-arm over reagent rack and secondary rack and adjusted plate reader position. No death or serious injury was associated with this event.